Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and appears to be unrecoverable. It states that the unit required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer found pyxibus module controller had no lights, tested the drawer controller board across test point 502 and 505 showing 4k ohms found good, then replaced the pyxibus module controller board the issue was resolved. The system functioned as intended after the field service engineer repaired the device.